Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: roeder, r.a., guo, l., and lim, a.a. (2018), is the smartlock hybrid maxillomandibular fixation system comparable to intermaxillary fixation screws in closed reduction of condylar fractures?, annals of plastic surgery, vol 81 (supplement 1), pages s35-s38, doi: 10.1097/sap.0000000000001497 (USA). The aim of this retrospective study is to compare a small series of patient who either had imf screws or hybrid mmf and was reviewed for clinical outcomes of restoration of occlusion, interincisal opening and tmj dysfunction and cost. Between 2012 to 2016, a total of 29 patients with mandibular fractures were operated. Of these, 12 patients (8 male and 4 female) with an average age of 35.8 years (range 17 to 54 years) who had condylar or subcondylar fractures were treated with closed reduction and maxillomandibular fixation (mmf). 5 patients were treated with intermaxillary fixation (imf) screws (synthes USA products llc, west chester, pa) while 7 other patients were treated with a competitor device. Patients were followed weekly while in mmf and for 2 to 4 weeks after removal of mmf if no complications were identified. The following complications were reported as follows: 1 patient was seen for a longer period (total of 6 months postoperatively) due to clicking of the temporomandibular joint (tmj), which had improved at the last follow-up date. This report is for an unknown synthes imf screws. This is report 1 of 1 for (B)(4).